Event description:
Pt on 840 ventilator. Nurse in room. Ventilator made high-pitch noise and screen went black. Nurse started bagging pt. When respiratory therapist arrived, ventilator was off. Possibly ventilator shut down on its own.